Event description:
Clear care solution by alcon. I have been wearing contact lenses for 47 years and have never had any problem. I recently bought what I thought was saline solution because it was shelved with and packaged identical to the other saline solutions. I use it to clean my lenses and when I put the lens in my eyes I had an immediate and violently painful burning in my eye. I went to emergency where they flushed my eye for about a half an hour. Three days later I still have redness and burning and hope that there was no permanent damage to my eye. The packing and labeling is inadequate and irresponsible. I have since read dozens of reports of similar episodes for many years and nothing had been done to rectify this situation. Does someone have to go blind or lose an eye before alcon does the right thing and changes its packaging. Medication administered to our used by the patient: no. Outcome: final outcome. Temporary harm/injury. Final outcome comment: not sure if there will be permanent damage. Where did the error occur: patient home. When and how was error discovered: extreme pain and burning of my eye. Reporter's recommendations: relabeling repackaging and shelved away from normal contact lens solutions. (B)(6).